Event description:
It was reported that the patient was experiencing back pain. It was unknown if it was device related. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.